Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited an increase in atrial capture threshold. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.